Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units batteries had failed the runtime requirements. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. During preventative maintenance performed by a getinge employee it was discovered the batteries did not meet runtime requirement specifications. New batteries were installed to the unit. The unit passed all tests to factory qualifications and was cleared and returned to the customer for clinical use. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units batteries had failed the runtime requirements. Since discovered during preventative maintenance there was no patient involvement.

Manufacturer narrative:
(B)(6).